Event description:
Customer reported the system is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the gpos pcb, and hard drive. System operates as intended.